Event description:
Boston scientific (bsc) crm received information that this bsc sales representative (sr) called technical services (ts) stating this patient, with this pacemaker was programmed to aair mode at 72 ppm one month ago due to high impedance measurements >2500 ohms noted on this right ventricular (rv) lead. The sr was inquiring if the increased impedance measurements could be indicative of a loose connection or a lead fracture. The sr was also inquiring about the histograms/counters with a device in aair mode. As of this report, all products remain implanted.

Manufacturer narrative:
Ts stated that since the rv lead was implanted for three years, the high impedance measurements were unlikely due to a loose connection, unless the impedances were chronically high. Ts stated in this case, it was likely a lead fracture attributing to the high impedances. Ts also noted that in aair the device will not have all the counters since the rv channel is needed in addition to get combination counters. No further information is available at this time. If additional information becomes available to our company, the event will be updated as necessary. Additional information was received approximately five years later that the lead was surgically abandoned during normal pacemaker replacement procedure due to observed loss of capture. The physician elected to wait to revise the lead during the generator replacement since the patient did not have heart block. There were no adverse patient effects reported.